Manufacturer narrative:
Investigation: the run data file was analyzed for this event.the signals in the run data file for this procedure show the system was operatingas intended and there were no procedure-related events in which bacteria couldhave been introduced.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a stem cell collection was not sterile and the patient requiredprophylactic antibotic treatment due to the contamination.due to EU personal data protection laws, the patient information is not available from thecustomer. Donor gender and weight were obtained from the run files.the disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: per internal documentation, the phenomenon of bacterial contamination in blood products is known to occur. Given the nature of microorganisms on human skin and the mechanical act of piercing the skin, it is not possible to completely eliminate bacterial contamination from occurring. The devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level(sal) of </= 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. The customer reported that the culture was positive for bacillus cereus. Per literature review, bacillus cereus is a gram-positive aerobic or anaerobic, motile, spore-forming, rod-shaped bacterium that is widely distributed environmentally. This bacteria is mainly involved in food poisoning and can be found in soils and also in food production environments. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the bacterial contamination experienced by the customer. Root cause: according to the run data file analysis, the device and system operated as intended. No system-related root cause for the alleged bacterial contamination was identified in the run data file for this procedure. No alarms, procedure pauses, or centrifuge stops occurred during the procedure that may have pointed toward an instance where bacteria could be introduced. Based on the investigation results, the disposable set and system is not the source of the bacterial contamination. Literature review: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2863360/

Event description:
Per follow-up with the customer, no medical intervention was necessary.